Manufacturer narrative:
The device involved in this complaint was not available for return to cirl. Prior to distribution all spsof-5-3 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for spsof-5-3 of could not be complete as the lot number is unknown. As per the instructions for use, ifu0055-4, which accompanies this device: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. It also states: ¿note: care must be exercised when straightening pigtail curl in order to avoid kinking or breaking catheter.¿ a definite root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. A possible cause may be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor wanted to insert the spsof-5-3 in to the p-duct, during the process of passing the stent through the wire((visi2), the part of the pig tail bent. So the wire did not pass. She passed the wire through the stent very difficult. It took too much time. The doctor and nurse told me. The stent bends especially when used with a visi guide wire. Additional information received 16-sept-2019. 0.025 in wireguide used.